Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome - other and non-malignant pain. On (B)(6) 2016, the hcp reported a volume discrepancy. The expected residual volume was 4 ml; the actual residual volume was 1 ml. The discrepancy was not believed to be related to a pocket fill or the result of a programming error. This had been a sudden change in the pump function. The discrepancy had happened each of the last 2 months ((B)(6) 2016). The patient was not symptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.